Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the nrg transseptal needle was selected for use during a catheter ablation procedure. During preparation, the tip of the nrg needle was broken when the packaging was opened. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed.